Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 189 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that the pump got wet from her own wet hands. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm during our testing. No moisture damage noted on the electronics assembly. The insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked case near the display window corners and cracked on the display window noted.